Event description:
Patient had been awfully sick and had to be hospitalized. Patient stated that their blood pressure was so high ("it was 200 something over"), patient almost had a stroke. Patient stated while in the hospital, they had tests performed. Patient stated doctor at hospital believed that patient's interstim had shifted and somehow was intertwined with patient's reported other health issues. Patient also believed that interstim has shifted. Patient had been released from the hospital and was at home. Patient was calling today because they had an appointment to see managing hcp for interstim today, but needed to cancel it. Additional information received that they had been resolved by doctor. They had been to the doctor, but still had to do follow-up appointment. They did not have a stroke, the sickness just came on suddenly, started getting sicker and sicker so they went in and their blood pressure was through the roof, so they admitted them to the hospital. This all seemed to be resolved now (referring to sickness and bp being high). They thought that the ins did shift, when they x-rayed her in the hospital, that's what they thought they said. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.